Event description:
The customer reported a failure to discharge during a cardioversion. There was no adverse impact to the pt.

Manufacturer narrative:
This customer reported a failure to discharge during a cardioversion. There was no adverse impact to the pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.